Manufacturer narrative:
It is unkown whether the device will be available for evaluation. Attempts to retrieve the device in question and additional information have not been successful. According the user, the explanation for this event was as follow: "the patient did not experience a rupture due to guidewire perforation in the p1 segment as was originally thought during the case. The rupture was found at post mortem to be due to the plaque rupturing - location; mid basilar artery." The hospital reported that the user's explanation for this was twofold: the lesion was on a fairly tight curve and the straightening of the vessel during the procedure resulted in the plaque come away from the vessel wall. The morphology of the plaque itselt - 90% stenosis with the plaque being particularly hard. The basilar artery ruptured approximately 10 minutes after the insertion, and inflation of the balloon. Based on the information known at this time, the guidewire did not perforate the vessel, and did not cause the adverse event. Because of the information provided by the user facility regarding the cause of the rupture, the other devices involved in the event have been included in the concomitant section of this report, but will not be reported under separate medical device reports. If the device in question is returned or if further significant information is found, a supplemental report will follow.

Event description:
The hospital reported that at 2:00pm, the user placed the guiding catheter into the right vertebral artery. The device in question (guidewire) passed the lesion, and was used to gain distal access to the left posterior cerebral artery (pca). At 2:35pm, a balloon was placed over the lesion, expanded to the recommended pressure, and was then removed. At 2:45pm, a stent was passed over the device in question slightly distal to the lesion. The user advanced the buffer into the target position, and pulled the system back so that the stent crossed the lesion. The user began to unsheathe the stent, commenting that it wasn't easy due to the "system bending round 2 curves and the tip of the microcatheter being in the p1 segment.". The first cell of the stent was partially opened, when the user felt the stent was too long for the lesion, and retrived the stent system. The stent system, and device in question were removed through the guiding catheter. At 3:15pm, the user introduced the same guidewire (device in question) aiming to gain distal access into the more dominant right pca. In the p1 segment, the device in question perforated the vessel and the patient hemorrhaged. A balloon was placed and inflated at the perforation site, temporarily occluding the basilar artery to reduce bleeding. The patient arrested. The patient underwent a CT (computed tomography) scan and was moved to the itu (intensive therapy unit). An evd (endovascular device) was placed by the neurosurgeons. The patient arrested again at 6:30pm, and was pronounced dead in 2006. The hospital reported that the user attended the post mortem and the following was found: "the patient did not experience a rupture due to guidewire perforation in the pi segment as was originally thought during the case. The rupture was found a post mortem to be due to the plaque rupturing - location; mid basilar artery. Dr's explanation for this was twofold: the lesion was on a fairly tight curve, and the straightening of the vessel wall during the procedure resulted in the plaque come away from the vessel, wall. The morphology of the plaque itself - 90% stenosis with the plaque being particularly hard. The basilar artery ruptured approximately 10 minutes after the insertion and inflation of the balloon".